Manufacturer narrative:
The t:slim cartridge user guide indicates that humalog has been tested up to 48 hours. Replace the cartridge every 48 hours if using humalog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a high blood glucose occurrence of 257 mg/dl. The customer delivered a bolus with the pump to address bg level. The customer report was unsure of the cause of the high bg level. The customer reported that cartridge was used for about 3 days. Tandem technical support recommended to consult with their healthcare provider regarding factors that could cause the high bg.